Manufacturer narrative:
Device was received with a cracked retainer. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported motor pic failed self test via phone call. Customer blood glucose reading was 165 mg/dl. Troubleshoot was performed was able to rewind but the alarm occurred more than once. Insulin pump will be returning for analysis